Event description:
It was reported that the patient presented to the hospital for loss of consciousness. Device interrogation revealed end of life battery voltage. No sign of eri characteristics was observed at a follow-up visit in (B)(6) 2013. The device was explanted and replaced. Patient was asymptomatic and in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications.